Event description:
The hcp reported the pt was experiencing a return of spasticity. A study was done that demonstrated a rotor failure. The pump was explanted and replaced and returned to the MFR for analysis. A follow up report will be sent when add'l info is rec'd.

Manufacturer narrative:
Device analysis not available at the time of this report. A f/u report will be sent when analysis is complete.